Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s ins was showing off last week, wednesday or thursday. The caller stated the ins appeared to be fully charged so they weren¿t sure why the ins was off. The caller stated the patient didn¿t have access to the programmer to turn the stimulation off themselves. The caller stated when they visited last week they turned the stimulation back on successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider that the cause of the ins showing to be off was unknown, and possibly was due to user error.